Manufacturer narrative:
C1: heparin surface incorporates carmeda heparin manufactured from heparin sodium api, which is covalently bound to the device surface and is essentially non-eluting. H6 codes b14, c21: the investigation is ongoing. Preliminary results are not yet available. H3 other; h6 codes b20, c20: the device remains implanted in the patient, therefore, a device evaluation could not be performed. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
The following was reported to gore from the avg 22-09 viedoc study database: on (B)(6) 2024, this 59-year-old male patient underwent placement of a gore® acuseal vascular graft (acuseal graft) in the left upper arm for dialysis. A thrill or bruit was noted at the end of the procedure. No adverse events occurred during the procedure. One additional procedure was performed during the graft placement: a hero-graft. On (B)(6) 2024, the patient was noted to undergo the first successfully hemodialysis session with the acuseal graft. On (B)(6) 2025, it was reported the patient had a device deficiency. The affected device was the acuseal graft. The deficiency was described as the ¿removal of the inner layer of silicone protheses dissection.¿ this is associated with prothesis dissection. Treatment included a gore® viabahn® endoprosthesis stent implantation.

Manufacturer narrative:
H6 codes b14, c19: product history review: a review of the manufacturing records indicated the lots met all pre-release specifications. H3 other; h6 codes b20, c20: product evaluation: the identity of the device was provided; therefore, the device history record was examined and did not identify any potential root causes attributable to the manufacture of the device. The case description could not be confirmed, as no device nor any images of the device were provided for evaluation. The reported failure mode reflects the case description, but could not be confirmed.

Manufacturer narrative:
H3 other; h6 codes b20, c19, d15: product evaluation: the identity of the device was provided; therefore, the device history record was examined and did not identify any potential root causes attributable to the manufacture of the device. The case description could not be confirmed, as no device nor any images of the device were provided for evaluation. The reported failure mode reflects the case description, but could not be confirmed. Based on the incident description and the subsequent investigation, no further information was provided to gore, we are unable to determine the cause of this incident and assign a root cause.